Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Review of test results and complaint records. The issue was resolved by the field service engineer replacing the bottom sensor. The returned bottom sensor was damaged and could not be tested. An investigation was conducted by reviewing the data and complaint records for this product. Based on the submitted data for this investigation, it is inconclusive as to why the initial run results and scatter did not agree with the repeat run for the patient samples, and we were unable to identify a product issue. A review of complaints from (B)(4) 2011 did not identify an adverse trend related to the customer's issue. Since the replacement of the bottom sensor, the customer reported that no other similar incidents occurred. Based on the investigation, no product deficiency was identified.

Event description:
The account stated that the celldyn sapphire analyzer generated an initial hemoglobin (hgb) result of 7.07 g/dl. The sample was repeated in the open mode with results of 9.58 and 9.93 g/dl. There was no report of impact to patient management.